Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05428. The pt rec'd 3 percutaneous leads (2 from the same lot) on (B)(6) 2010. It was reported the pt can no longer feel stimulation. The pt met with an sjm rep to try and resolve the issue. During the visit, an impedance check revealed all contacts were normal, even though stimulation was not felt by the pt. X-rays were taken and revealed one of the leads had migrated. The pt is scheduled for surgical intervention to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.